Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the pommel could not be turned and the cage could not be aligned. The cage was initially inserted according to the surgical technique. Due to the incorrect position of the cage, which was visible in the x-ray, the cage had to be re-positioned with the inserter and removed from the bath disc compartment. When the cage was back on the table, the surgeon attempted to align and fix the cage, but the pommel could not be turned. The surgery was completed with another implant. There was no consequence to the patient. There was a thirty (30) to forty (40) minute surgical delay. This report involves one (1) cage/spacer: eit - tlif. This is report 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part thi80828, lot e19la1599: release to warehouse date: november 25, 2019. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. H3, h6: a product investigation was completed: the device and the provided x-rays were reviewed. Upon visual inspection, there was some foreign material observed on the device. No other issues were identified with the returned device. During the functional test, both the devices were able to be assembled and disassembled as intended. Thus, the device interaction condition could not be confirmed. No dimensional inspection can be performed due to the definitive finding of foreign material. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is not confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.